Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece began smoking and overheating while the equipment was being tested. This did not occur during a surgical/medical procedure. There was no patient involvement or any adverse consequences.